Event description:
Information was received from a patient (pt) who was receiving dilaudid (hydromorphone) and unknown drug via an implantable pump for non-malignant pain. It was reported that in (B)(6) 2026, the pt went to have the pump filled but was told by their healthcare provider (hcp) that the pump was broken, and it needed to be replaced. Pt stated the last time the pump was filled was prior to (B)(6) 2026. Pt stated, about 2 weeks ago, the pump started doing the non-critical alarm and after that started the critical alarm, and the pt got really sick and had to got to the emergency room, and they said they can't help the pt and sent the pt home. Pt states because the pump is beeping, they are unable to sleep. Agent reviewed and redirected to hcp. Agent reviewed manufacturer role. Pt requested physician listing. Agent sent requested listing. Pt states currently the pump is empty.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.